Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post magnetic resonance imaging (MRI), that was reportedly normal, the patient returned to the healthcare facility for unrelated reason, and was noted as pacing in 100 to 115 beats per minute, for which the healthcare professional stated was unusual as they did not expect device to be pacing at that high of a rate. The healthcare professional asked if cardiac resynchronization therapy defibrillator (crt-d) parameters were restored to original settings after the MRI. The patient reportedly has intrinsic rate of approximately 70. The healthcare professional was outlined about the surescan process and the device tracking heart rates up to 120 to 140 bpm. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.